Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix was able to be extended and retracted. The extension/retraction turned within specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the helix did not come out when testing it on the atrial lead. The lead was not used. No patient complications have been reported as a result of this event.